Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and dried blood/body fluid was noted in the helix area. The lead was unable to pass a helix mechanism test due to dried blood/body fluid in the helix housing and in the neck region which prohibited movement. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Event description:
Boston scientific received information that this lead was involved in an unknown product performed issue which led it to be explanted from the patient. No additional adverse patient effects were reported.